Event description:
Nurse hung piggyback of magnesium sulfate at rate of 50cc/hr and volume of 100cc to infuse over two hours. Rn watched infusion when the drip started and it was infusing properly. Forty-five minutes into infusion patient complained of burning. Nurse noticed the piggyback had finished infusing but the pump was still infusing in the piggyback mode with the rate set properly at 50cc and the remaining volume showed approximately 65cc with the time remaining on the piggyback infusion showing 1 hour and 15 minutes. Patient was given a warm pack to apply to arm and pt stated the burning sensation was relieved. Checked the pump setup and noted the setup and IV settings were done properly. Ordered new IV pump.